Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery, power supply connector damaged) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The battery charger's power supply connector was damaged. Additionally, contamination was discovered on the battery pca. The root cause for the damaged power supply connector was excessive force. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4). The patient using this battery charger was unable to get the power supply brick plugged into the charger and also reported that the charger was unable to charge batteries.